Event description:
Per the clinic, the patient's abutment became loose from the implanted fixture and fell out (date not reported). The patient was placed under anesthesia and intubated on (B)(6) 2012, to facilitate the attachment of a new abutment. The implanted device remains.

Manufacturer narrative:
(B)(4).